Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 40 mg/dl. Customer consumed carbohydrates to address bg. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.